Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer reverted to manual insulin therapy per customer discussion with health care provider (hcp). Customer declined system check with tandem technical support. No further details were given. No reported impact to the customer¿s blood glucose level.